Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed loss of capture. The physician inquired how to program higher outputs. Technical services (ts) discussed the programming. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
At this time, this device has not been returned. If additional information is received, this report will be updated.

Event description:
Additional information indicated this device was explanted for an unknown reason.